Manufacturer narrative:
Additional information was received that the reason why patient¿s incision was cleaned out and was prescribed antibiotics because the patient developed redness, swelling and sensitivity. The physician did not believe that it was device related. The ipg was touched but it was neither repositioned nor explanted. The patient was prescribed antibiotics to be safe. The patient was reportedly doing well.

Event description:
A report was received that the patient stimulation was in non-target area. It was noted that the physician cleaned out both incisions sites and prescribed the patient antibiotics.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient stimulation was in non-target area. It was noted that the physician cleaned out both incisions sites and prescribed the patient antibiotics.

Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient stimulation was in non-target area. It was noted that the physician cleaned out both incisions sites and prescribed the patient antibiotics.